Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple intermittent power source alerts after plugging the pump into a wall outlet. Subsequently, the pump shut down. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. Customer¿s blood glucose value was between 170-180 mg/dl.